Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device has reached the end of life. It is unknown if the elective replacement indicator (eri) message or end of service (eos) message was displayed. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The reported event for ipg end of life (eol) was confirmed. The charging system displayed an elective replacement indicator (eri) light, which is a normal indication on a device that had a battery attach date of 7 years or more. As the ipg had been implanted for approximately 10.08 years, this is considered normal. The ipg was functionally tested and passed all testing.